Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 51 mg/dl. Customer stated that was trying to give a bolus but was not receiving option to use bolus wizard anymore. Customer was assisted with programming and assisted in turning on bolus and correcting the last blood glucose. The insulin pump will not be returned for analysis.